Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the tip of the craniotome device was broken. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device neuro tip was damaged, the device identification was unreadable, the crani bar was torn (after abrasion) and bent, the ball bearings were worn, the color marks were damaged and the warning symbol was missing. The device also failed pretest for visual assessment, lock operation and vibration. Therefore, the reported condition was confirmed. The assignable root cause for the (drilled neuro-tip) was determined to be due to improperly loading the burr, which is user error. The assignable root cause for the (nose cone was damaged and worn out bearings) was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.